Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the distal end of the main tube exhibits a hole burned through approximately .530 inches above the interface with the tube extension. The instrument was disassembled to find char marks on the hypotubes and localized melting on the tube extension in the same location as the main tube hole, indicating an arcing event occurred. The main tube has a hairline crack in the axial direction located directly below the hole that appears to have started on the outer tube surface. Engineering concluded that the crack contributed to the arcing damage. No other damage was found.

Event description:
It was reported that during a da vinci si prostatectomy procedure while using the monopolar curved scissors instrument, the surgical staff smelled something burning and saw smoke in the surgical field. The monopolar curved scissors instrument was removed and found to have a burn mark on the shaft. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, injury or adverse outcome was reported.